Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator was unable to detect the pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The electrode pads were returned to a zoll medical taiwan; the customer's report was duplicated and the electrode pads were not detected when plugged into a test device. A replacement set was sent to the customer. Analysis for reports of this type has not identified an increase in trend.